Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 95% stenosis and was 20mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre dilatation and placement of a 3.00x20mm promus element ¿ drug eluting stent with 0% residual stenosis. One day post procedure, the patient discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died due to unknown cause.